Manufacturer narrative:
(B)(4) pt identifier) unknown as information was not provided. Weight) unknown as information was not provided. The event occurred over 27 months ago. Brand name) unknown as information was not provided. Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. Device manufacture date) unknown as lot# is unknown. Investigation is still in progress.

Event description:
Description of event according to complainant: a patient had a celect implanted, lost to follow-up 6 month, one leg touching aorta, retrieval attempted but did not succeed , left iliac occlusion CT showed leg into aorta (splayed a little). Additional information received 24jun2016: referred to (B)(6)hospital at 6 months due to difficult retrieval, attempted with gtrs was unsuccessful. Decision made with surgeons and radiologists to leave filter in place. Patient then presented at 18 months with limb ischemia which was as a result of thrombus formation on the penetrating strut in the aorta. Patient outcome: additional information has been requested but not provided by the reporter.

Manufacturer narrative:
(B)(4). The event occurred over 27 months ago. Catalog number: unknown but referred to as a cook celect filter. Since catalog number is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Summary of investigational findings: no imaging is available and product not returned. It is unclear when and how the filter was placed, but apparently it was placed 6 months prior to reported difficult retrieval. Also, it is not possible to comment on the reported strut penetration and vessel wall ingrowth or the patient presenting "at 18 months with limb ischaemia which was as a result of thrombus formation on the penetrating strut in the aorta." It is not reported if the filter is still in situ. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Lot and rpn are unknown, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: a patient had a celect implanted, lost to follow-up 6 month, one leg touching aorta, retrieval attempted but did not succeed, left iliac occlusion CT showed leg into aorta (splayed a little). Additional information received 24jun2016: referred to hospital at 6 months due to difficult retrieval, attempted with gtrs was unsuccessful. Decision made with surgeons and radiologists to leave filter in place. Patient then presented at 18 months with limb ischemia which was as a result of thrombus formation on the penetrating strut in the aorta. Patient outcome: additional information has been requested but not provided by the reporter.